Event description:
It was reported that this pacemaker exhibited farfield oversensing. Technical services (ts) reviewed the device data and determined that inappropriate atrial tachy response (atr) mode switches were recorded due to farfield oversensing. Ts provided reprogramming recommendations. No adverse patient effects were reported. This pacemaker remains in service.